Event description:
It was reported that (3) devices were used during an unk procedure. It was reported by the affiliate that one mcl20 did not fire properly. Another mcl20 was used and the clips did not close. A mcm20 was used and the same event occurred where the clips would not close. There was no consequence to the pt. The hosp discarded the devices. Will keep any device that fails in the future.